Event description:
This event was reported as deterioration of valve, congestive heart failure, thickened leaflets, vegetation, calcification and crustations on leaflets. No further info was provided.